Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was 480 mg/dl. After troubleshooting, customer was advised the alarm was caused by reservoir or infusion set occlusion. Customer will not be returning the device for analysis.